Event description:
A report of a potential product problem was received by (B)(4) on 18-jul-2025 from (B)(6) and forwarded to millyard advanced medical products, llc on 23-jul-2025. The patient reported frequent alarms while using their remunity pumps (serial numbers: (B)(6), including alarms to disconnect from the infusion set and switch to a backup remunity pump. The patient also reported difficulty connecting and removing cassettes from the remunity pumps. The patient stated that they had not been using their remunity pumps for over 12 hours. Two replacement pumps were couriered to the patient on (B)(6) 2025. It was reported that no additional information is available regarding this event. Upon return to millyard advanced medical products, llc, logs retrieved from remote (B)(6), paired with pump (B)(6), confirmed cassette problem and pump error alarms. The pump successfully completed a 72-hour test delivery without issue; however, upon disassembly, evidence of past fluid ingress was observed that would have contributed to the alarms observed in the logs. Residue was also found in the pump button slot, making it difficult to rotate cassettes on and off. The cause of the past fluid ingress and residue in the pump button slot could not be conclusively determined through this investigation. Logs retrieved from remote (B)(6), paired with pump (B)(6), confirmed occlusion alarms consistent with a blockage distal to the pump. A specific cause for this blockage could not be determined through this investigation. The pump successfully completed a 72-hour test delivery without issue; however, upon disassembly, residue was found in the pump button slot, making it difficult to rotate cassettes on and off. The cause of the residue in the pump button slot could not be conclusively determined through this investigation. Both systems functioned within specification, alarming accurately and successfully entering a failsafe state.